Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was unable to verify alarms or perform excessive no delivery test due to motor error alarms. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer also reported a motor position encoder error alarm had also occurred on their insulin pump. Customer's blood glucose was unknown. It was also found the customer had no delivery alarms during their infusion set change. Troubleshooting found the insulin was able to exit during a manual prime. The customer could not recall any significant events leading to the alarms. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.